Event description:
It was reported one electrode was ¿bad¿ and had high impedances of greater than 4000 ohms. Reportedly this was ¿years¿ prior to report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).